Manufacturer narrative:
The complaint device associated with this report was not received for evaluation. Review of the compounding, filing, and packaging manufacturing batch records did not show any anomalies that may have contributed to the complaint condition. Chemistry and microbial results, environmental, utility, bioburden, and sanitation records were also reviewed and found to be acceptable. Review of the incoming quality assurance inspection results for all the component lots showed them to be acceptable. Review of the complaint history showed no other complaint reported for this lot. Patient code: 1944, 1994 - not labeled. (B)(4).

Event description:
A doctor reported a patient with keratitis, pain, and ocular hyperemia following the use of this product. The patient used a one-day disposable soft contact lens for a few days, and used the product to store and clean it. The patient was referred to the hospital. There was no bacterium on the corneal epithelium. The doctor indicated that keratitis is suspected because bacteria was detected in the product the symptoms resolved after treatment with medications. In a follow up, the doctor reported that bacterial keratitis was suspected because of successful response to treatment. He also indicated that the product was "not bacteriostatic", the event started because of "improper use of one day disposable lens," and was cause by "bad compliance of the patient."